Event description:
The patient had visited the emergency room twice with discomfort and nausea and was admitted to the hospital once with the same symptoms. Reshape lifesciences customer service reached out to the practice and spoke with the physician directly and he stated the patient had an appointment this week complaining of nausea, vomiting, and mentioned the food tends to sit in the esophagus and causes discomfort. During the appointment, the patient stated they were taking ibuprofren; however, the physician asked the patient not to take ibuprofren anymore and prescribed another medication. The physician also noted the patient has depression and thought this was exasperated due to the condition. The patient reportedly had the balloons removed on (B)(6) 2018.

Manufacturer narrative:
The product in question was originally to return; however, the product was never returned to reshape lifesciences. Updated MDR to reflect this change.

Event description:
The patient had visited the emergency room twice with discomfort and nausea and was admitted to the hospital once with the same symptoms. Reshape lifesciences customer service reached out to the practice and spoke with the physician directly and he stated the patient had an appointment this week complaining of nausea, vomiting, and mentioned the food tends to sit in the esophagus and causes discomfort. During the appointment, the patient stated they were taking ibuprofen; however, the physician asked the patient not to take ibuprofen anymore and prescribed another medication. The physician also noted the patient has depression and thought this was exasperated due to the condition. The patient reportedly had the balloons removed on (B)(6) 2018.